Manufacturer narrative:
H10 - related report numbers: (B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an alarm and loss power while running. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A video of the device was provided. The video demonstrated that during a drop test, the pump using a rechargeable battery loses power due to lose contact between the pump and battery, while the same test with aa batteries shows no power loss. However, without access to the device, no analysis could be conducted to verify the issue or establish a root cause. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
The pumps-maintained power under all intended-use and all specification-required test conditions. Cadd-solis product requirements for post-impact functionality and structural robustness. No product failure identified shutdown due to mechanical impact outside intended-use conditions.